Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported by the patient that his doctor has confirmed that his inflatable penile prosthesis device needs to be replaced due to a pump malfunction. There were no patient complications.